Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the physician was not satisfied with the pt's stimulation coverage. Subsequently, the pt underwent surgical intervention on (B)(6) 2014, where the pt's leads were removed and replaced with a paddle lead. The pt reported effective stimulation therapy postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.